Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a rubbed through insulation in the distal area of the lead. This damage can be considered as the root cause for the clinical observations of oversensing without shock delivery as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During further analysis the lead demonstrated a deformed inner coil immediately distal to the is-1 connector pin which most likely occurred due to overrotation during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - this patient arrived for a routine follow up. His programmed parameters have not been changed from the nominal settings. Per device follow-up, all lead & battery measurements are normal. On the real-time ecgs, we noticed several oversensed depolarizations on the rv & ff channels that do not directly correspond with a p or r wave. The patient will have a lead replacement sometime in the future. For now, this lead remains implanted.